Manufacturer narrative:
The reported event was confirmed as supplier related. The reported failure was able to be reproduced. Based on the evaluation, it was observed that there was a hair strand under urine meter. The reported event is confirmed as supplier related issue. A potential root cause for this failure could be due to defect contributed by vendor. Improper handling or unclean machine/working area. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿closed system drainage bag: 2,000 ml precision urine meter:350ml cautions/warnings ¿this is a single use product. Do not reuse. ¿this product must be stored in a cool, dry place, away from wet and direct sunlight. ¿should the package is damaged, do not use the product. ¿this product is sterilized by ethylene oxide gas.¿ corrections: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that hair was mixed in the foley tray, so they stopped using it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hair was mixed in the foley tray, so they stopped using it.